Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Advises: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
The mother reported that the patient¿s blood glucose read high (>500mg/dl) while wearing the pod on his arm for between 36 and 48 hours. He went to the emergency room and was admitted into the intensive care unit (ICU). The patient was diagnosed with diabetic ketoacidosis. Treatment involved IV fluids, an insulin drip, and a fluid that included potassium phosphorus. He was discharged the following day. The mother stated that the cannula had looked like it was in his skin through the window. However, once the pod was removed, she could see it laying on top of his skin between the adhesive and the hard part on top of the pod. It was sticking underneath the adhesive and left a red indented mark, the length of the cannula. The mother discarded the device. (B)(6).